Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; d9; g3; h2; h3; h4; h6. The following sections were corrected: d4. The product was returned and evaluated. Visual examination of the returned product identified the shell was returned with foreign debris in the inner spherical surface and embedded in the porous surface. The shell had gouge damage in the porous coating and around the rim surface from use and potentially the explant procedure. No other damage was noted. The ceramic liner was returned with foreign debris on the outer spherical surface. The liner also had dark marks on both the rim face and spherical surfaces from possible metal transfer. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, met product specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Unable to perform a compatibility check as insufficient information was provided. Radiographs were provided. One image was pre-revision, and it is unclear whether the liner dissociation would be accurately captured in this view. The second image was post-revision and would not enhance the investigation. Medical records were also provided and reviewed by a health care professional. Review of the available records identified the following: pain, extensive fluid collection under fascia- cultured, blackening in the cup. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately 11 years post implantation of a left total hip arthroplasty, the patient felt a thud and began to experience pain. Subsequently the patient was revised. During the procedure, an extensive fluid collection was found under the fascia and obvious reactive blackening in the cup with possible liner dissociation. The cup and head were revised without complication. It was reported that no further information is available

Manufacturer narrative:
(B)(4). D10: cat# 00877704803 lot# 2651124 bioloxâ® option, head, l, ã¸ 48/+3.5, taper 12/14, cat# unknown lot# unknown / unknown avenir stem 8. G2: country: foreign: belgium . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.